Event description:
It was reported that right ventricular (rv) lead exhibited rising pacing impedance and increased threshold. The lead was capped and replaced on (B)(6) 2024. No patient consequences.